Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump has displayed an error code after accuracy testing was performed. There was no reported serious injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed "system fault 42,224" recorded in history. Visual inspection found error code 42224 on display during power up. The customer's stated problem was verified regarding "error code". Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. The microprocessor board will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.